Manufacturer narrative:
The insulin pump had intermittent up arrow button due to corroded keypad trace. No button error alarm noted. Device had cracked reservoir tube lip, cracked lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error when trying to deliver a bolus. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.